Manufacturer narrative:
Evaluation summary: analysis of the returned product verified that the product met specification. A check of the batch production record (bpr) indicates the product met release criteria with no deviations and no comments. There has been one similar report recieved from this physician for the lot number identified.

Event description:
A surgeon reported product dissipated in eight days following a pneumatic retinopexy for a retinal detachment. Upon examination, the surgeon noted the retina had re-detached. The surgeon does not know if early dissipation of the product or "chronic fluid" caused the retina to re-detach. Secondary surgical intervention was required (no date specified).